Manufacturer narrative:
The electronic log file was available for investigation. The reported event could be reconstructed by means of the recorded information. The case was started at 10:13. Ventilation was inconspicuous until 10:35, when the alarms inspiratory flow sensor not calibrated, vol. Ctrl. Ventilation failure, pressure sensor failure and ventilator failure were posted subsequently. The behaved as specified and automatically switched to man/sponte. Shortly after that mechanical ventilation could be resumend and the case was continued in volume control af until 12:03 without any further problems. Since the alarms indicated problems related to both flow and pressure sensor it was recommended to replace the lp sensor. Despite repeated inquiries, it could not be determined whether it had been replaced. The root cause couldn't be determined. Based on the available information and the recorded log records this case is considered a single/ isolated event.

Event description:
It was reported that there was a vent fail during use on a patient, no patient harm.

Manufacturer narrative:
The investigation has just started; results will be provided in the follow-up report.

Event description:
It was reported that there was a vent fail during use on a patient, no patient harm.